Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred during the load process. Reportedly, the user does not believe the cartridge was removed during pumping. The user successfully loaded a cartridge. There was no impact to the user's blood glucose level.